Event description:
On august 1, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter was reading inaccurately. The pt tests her blood glucose 6-7 times a day. Her usual pre-breakfast blood glucose levels are around "100-119 mg/dl." Her usual pre-bedtime blood glucose levels are reportedly around "126-180 mg/dl." The patient takes 2 units of "r-insulin" every morning and 4 units before dinner. She also takes 14 units of "n-insulin" every morning and 10 units before bedtime. The pt stated that she adjusts her insulin dosages based on her meter readings. In 2008, the pt claimed that she got a meter reading of "364 mg/dl" before bedtime. Based on the meter reading, the pt took "n-insulin." The next morning, the pt ate breakfast and shortly after, allegedly developed symptoms of shakiness. The pt tested her blood glucose while having the symptoms and claimed she got a result of "81 mg/dl." The pt explained that the result of "81 mg/dl" was low for her. The pt administered self-care by eating more food and drinking a 1/4 cup of soda. The self-treatment helped to relieve her symptoms. The pt denied seeking/receiving medical treatment from a health-care provider. Her blood glucose was not tested on another device during the time of concern. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation but has not yet rec'd them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.